Event description:
On (B)(6) 2013, the reporter contacted animas and alleged. That when he goes through the rewind/load/prime function it will allow the patient to rewind but when he goes to load his cartridge and attempt to complete the load function the pump goes back to the main menu even though he goes to start the load step. Patient states that this has just occurred today and the pump does not do anything. He confirms that he is only able to rewind and even with the rewind it sounds the motor is slow and the rewind is not completed. Patient is unable to load cartridge and complete the load/prime function of the pump. The patient is on a back-up plan. This complaint is being reported as the issue was not resolved with troubleshooting. There is no allegation of an adverse event related to this issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the black box history revealed multiple "rewind" steps performed on the pump. There was no activity outside of normal use is observed in the black box. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The pump powered up with no issues and successfully paired with the test meter. The pump was found to successfully rewind. The pump was tested 24 hours with no alarms. Periodic boluses were executed and all boluses successfully recorded in pump history. No priming issues were noted during testing and the no issues were found with the ez prime function of the pump. The pump was opened and no damage or moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.